Event description:
It was reported that during a supply change the ilet user accidentally deployed the infusion set incorrectly, pullingthe site out of the applicator. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem was identified, and the medical device problem aligned with an improper or incorrect procedure or method, with the affected component being the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that contributed to the event.